Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a transpac® IV trifurcated monitoring kit 60 inch, 3 disposable transducers, 3 03 ml squeeze flush device, macrodrip (pole mount) where the customer reported that there was a leakage of normal saline at the connector. The customer stated that there were no obvious defects noted on the device. The product was stored in a normal temperature room. There was patient involvement and no patient harm/adverse event reported.